Event description:
Patient presented for a left ureteroscopy and stent change for a 8 mm ureteral stone. Placed under anesthesia. Stent changed. Surgeon advanced the flexible ureteroscope in preparation for laser lithotripsy. Unable to turn on laser as key would not advance into lock. Laser had been turned on and tested immediately prior to bringing patient to the room and was functioning properly at that time. As laser could not be turned on the surgeon was unable to complete procedure as planned, and patient was scheduled to return four days later. Upon conversation with vendor it was determined that the tumblers in the locking mechanism were misaligned, preventing the key from advancing into the chamber. Mention made to hospital staff that this has occurred in other instances before.